Event description:
The customer reported that there was a pads cable malfunction. No adverse patient impact was reported.

Event description:
It was reported that during an unknown laprascopic procecedure, the clip was unformed when the device was fired outside the patient. No clips were left inside the patient's body. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Dropping or ejected clip the analysis results found that the instrument was returned in good visual condition. The instrument was cycled and ejected the remaining clips and then, the instrument locked out as intended. It could not be determined what may have caused the finding.a batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.